Event description:
It was reported that during interrogation, the pulse generator displayed an error message. After the programmer was rebooted, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.